Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient no longer has access to sound with the device. There is no history of a fall or head trauma recorded.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Additionally, in situ measurements show three channels to be in status hi for yet undetermined reasons. Re-implantation is being considered, but no surgery date has been communicated yet.

Event description:
The patient suddenly no longer had access to sound with the device. There is no history of a fall or head trauma recorded. The implanted site does not show swelling or redness. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing, which is clearly the root cause of malfunction. Furthermore, damage to the active electrode, likely caused by minute device mobility, was also observed and can be confirmed by in situ measurements to have been present whilst implanted. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The recipient suddenly no longer had access to sound with the device. There is no history of a fall or head trauma. The implanted site does not show swelling or redness. Re-implantation was carried out.